Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-06078 and 2134265-2015-06011. It was reported that automatic pullback failure occurred. During procedure, an ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter and a sled to perform automatic pullback. It was noted that the image became outline (circle) and pullback stopped. After a catheter was reconnected the issue was resolved. However, the same issue occurred again during pullback and error was indicated but its code is unknown. No patient complications were reported.